Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was not a problem with the device. The person who did the programming did not change or complete the steps necessary. The pump was now set correctly and no problems or issues.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8840, serial # unknown, product type programmer, physician.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (500 mcg/ml at 100 mcg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2016, it was reported that the pump was refilled on friday ((B)(6) 2016). The programmed concentration was left at 500 mcg/ml, but the pump was refilled with 450 mcg/ml baclofen and a bridge bolus was not performed. The programming error caused an underdose as the patient was receiving 90 mcg/day instead of the programmed 100 mcg/day. At the time of the report, the 500 mcg/ml concentration had already cleared the system; the patient was receiving the 450 mcg/ml concentration; and the patient was receiving 90 mcg/day instead of 100 mcg/day. The patient had no symptoms related to the event. The hcp and patient were going to determine how emergent correcting the programming error was. Additional information was received on 21-aug-2016 and it was reported that the programming error was corrected and the patient was fine with no issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.